Event description:
It was reported that when using the bd pyxis¿ medbank tower had bad cubie in bin 02 04 contains medication (atorvastatin) and lid failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the faulty cubie in bin 02 04, lid did not open. A technical support specialist (tss) advised the customer to try cycle counting and to press down plus button while tapping with retry, but it still did not open. The tss tested other cubies in the same drawer, row and found no issues, confirming the issue was isolated to one cubie. The tss stated that the cubie would need to be replaced to resolve the issue. The technical support specialist closed the case.